Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, information was received stating that this device is experiencing moderate to severe regurgitation during serial echocardiograms . It is likely that the device will require intervention. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors may have contributed to the regurgitation of this pericardial valve. If additional information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six days after the implantation of a 33 mm pericardial mitral valve and a 34 mm annuloplasty tricuspid ring by median sternotomy and cpb, the follow-up tte showed moderate mitral insufficiency (central). Before the surgery, the patient presented moderate-severe mitral insufficiency with elongation of the anterior leaflet, a dilation of the ring and coronary disease. Furthermore, the patient had a dilation of the tricuspid ring. During surgery, the native mitral valve was resected and totally conserved. The bioprosthesis was implanted in suprannular position and the patient was transferred to ICU with good hemodynamics conditions. The patient was extubated 27 hours after the procedure, with inotropic and vasoactive treatment. The patient was discharged home with moderate mitral insufficiency. Five months after the procedure, a new fu-tte showed moderate-severe mitral insufficiency. Ten (10) months after the implant, the fu-tte showed that the lv had a moderate dilation and the left ventricle systolic function was slightly reduced. Moderate mitral insufficiency was still present.